Manufacturer narrative:
No product returned for eval. The lot number was not provided so MFR date is unk. Should product be received an investigation will be conducted and supplemental report submitted.

Event description:
It was reported to covidien that a pt received a severe burn from the desiccant pack that is packaged with the easycap ii co2 detector. The desiccant pack was in contact with the pt's skin for an extended period of time. The contact produced a severe burn. The pt later died of unrelated causes, the easycap ii was not a factor.